Manufacturer narrative:
Follow-up # 1 - 06/01/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/04/2011 with the following findings: the pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). Device manufacture date: 04/2009.

Event description:
Per distributor, it was reported that the buttons do not respond anymore.